Event description:
It was reported that a spectrum iq infusion pump alarmed for a downstream occlusion in the nursing department and then did not alarm for a downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem of 'nurse reported the pump after it alarmed for a downstream occlusion. In biomed testing it alarmed for occlusion at 23 psi, which is out of spec, high. ' was not reproduced. The pump was sent for downstream occlusion and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.